Event description:
Litigation papers received.

Event description:
Update rec'd (B)(4) 2014 - pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Update rec'd 2/4/2014- pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/28/2014 jm. Doi: (B)(6) 2004 - dor: none reported (right hip). The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations found two deviations against the 1819810 lot code and four deviations against the 1800424 lot code. It was confirmed that the deviations should have had no effect on the reported complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.